Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly. Customer's blood glucose level was 85 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the keypad was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up button due to moisture damage on the keypad traces. No button error alarm during testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.